Event description:
Philips received a complaint from customer reporting the touchscreen of a v60 ventilator would not recognize the touch points and failed the calibration test. It is unknown if the device was in clinical use at the time of the reported event. There was no report of harm. A philips field service engineer (fse) evaluated the issue with the customer remotely and determined the touchscreen assembly was faulty. Touchscreen replacement was necessary. The unit was removed from service and a quote was provided to the customer. The investigation is ongoing.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18269.

Manufacturer narrative:
The customer declined service and reported the device was removed from service and retired. The investigation concludes that no further action is required at this time.